Event description:
Medtronic received information via literature regarding use of the basilica technique to prevent coronary obstruction during transcatheter valve-in-valve implants.  Data were presented by the physician/authors a single case report and a meta-analysis review of six previously published studies (summarizing clinical results of 1,167 patients). Medtronic products referenced included bioprosthetic valves from the corevalve or evolut platforms.  No unique device identifier numbers were provided. Among all patients represented in the meta-analysis review, approximately 62 deaths occurred at 30 days and 215 at one-year post-imp lant.  There was no statement of causal or contributory relationship between medtronic product and the deaths.  Non-death adverse event included: early and late structural valve deterioration due to stenosis, regurgitation, or a combination of both. Case report: an 86-year-old female patient presented with severe congestive heart failure secondary to severe aortic stenosis and moderate aortic regurgitation.  Her procedural history included implant of a medtronic 23-mm corevalve (no unique device identifiers provided) implant approximately 9 years prior followed by a pacemaker implant to treat tachycardia-bradycardia syndrome approximately 1 year prior.  Further evaluation revealed structural valve deterioration with nearly immobile leaflets and transvalvular mean gradients of 46mmhg.  Considering her frail condition, the heart team recommended a new bioprosthesis as a valve-in-valve implant.  During the procedure, with precautions tale to prevent coronary obstruction, a non-medtronic transcatheter valve was successfully implanted inside the medtronic corevalve.  The final results showed proper valve position with no aortic regurgitation and good coronary artery perfusion.  No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: tagliari et al. The use of basilica technique to prevent coronary obstruction in a tavi-tavi procedure. J clin med. 2021 dec; 10(23): 5534. Published online 2021 nov 26. Doi: 10.3390/jcm10235534. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.